Manufacturer narrative:
Continuation of d10: product ID evproplus-26us; product type: heart valves; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the right femoral artery was used for access. The minimum diameter of the access vessel of the right femoral was 7.1 millimeter (mm) and minimum diameter of 5.7 mm in the right iliac. During advancement, an access site rupture was observed on the right femoral artery. Per the physician, the delivery catheter system (dcs) did not cause the rupture and the rupture was not related to the procedure. One unit of blood was transfused and a percutaneous transluminal angioplasty (pta) was performed and a stent was placed. Of note, the patient's mild tortuosity and moderate calcification contributed to the rupture. Mild paravalvular leak (pvl) was noted and no treatment was reported. No additional adverse patient effects were reported.